Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement. Unexpected replace battery alert while monitoring due to connector resistance issue. Pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a few days with the unit functioning properly during testing as shown in the power management graph. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed several power errors. Customer's blood glucose was unknown at the time of incident. The product will not be returned.